Event description:
Inbound. Patient reports no disposable clamp tubing alarm with both legacy pumps, occurs with pre-filled veletri cartridges, patient self· mixes cassettes without issue. Cassette #4, received 01/17/2022; cassette #1, received 01/24/2022. No further details provided.